Event description:
The customer reported that the central nurse's station (cns) experienced intermittent signal loss on some of their telemetry transmitters. Those devices also experienced comm loss at the rns devices.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) experienced intermittent signal loss on some of their telemetry transmitters. Those devices also experienced comm loss at the rns devices. Parts were ordered for an onsite repair. The customer will report back to nihon kohden (nk) the results of the repair when done. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the root cause of the signal loss is related to a defective network switch. Network switches are responsible for connecting multiple devices to the same network. Network switches are not an nk device and are not medical devices. There is no evidence of an nk device malfunction. Defective network switches should be replaced to resolve the issue.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) experienced intermittent signal loss on some of their tele devices. Those devices also experienced comm loss at the rns devices. Parts were ordered for an onsite repair. The customer will report back to nk the results of the repair when done. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following devices were being used in conjunction with the cns: transmitters: no model or serial numbers were provided. Rns devices: no model or serial numbers were provided.

Event description:
The customer reported that the central nurse's station (cns) experienced intermittent signal loss on some of their tele devices. Those devices also experienced comm loss at the rns devices.